Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood/body fluid (not obstructed) on all conductors.

Event description:
It was reported that during an implant attempt of the left ventricular lead, there was phrenic stimulation, dislodgement, sensing difficulties, and unacceptable thresholds. Due to the patient's anatomy and tortuous vessels, the lead was not used and a longer lead was implanted successfully. No patient complications have been reported as a result of this event.